Event description:
It was reported that patient faced issue with infusion set on (B)(6) 2026 as infusion set fell off because the tape was not sticky enough.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 8021545.